Event description:
It was reported that the right ventricular lead had high thresholds and high rates. The lead is still in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.